Event description:
Boston scientific received information that during a normal device replacement procedure, this right ventricular (rv) defibrillation leads terminal pin pulled away from the lead body. It was noted that the lead was still intact, but there was concern about the integrity of the conductor coils, thus the decision was made to replace the lead. The lead was surgically cut below the yolk and that portion will be returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly inspected and analyzed. The lead was returned severed 231 mm from the terminal pin. Setscrew marks were noted on all terminals indicating the lead was properly seated in the header of the chronic device. A 27-millimeter separation between the terminal end insulation and the anode ring was observed. This damage is consistent with a compromised medical adhesive bond between the insulation and the anode ring.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
The lead was later returned for analysis.